Event description:
On march 3, 2010, a doctor reported that a crown placed with maxcem elite cement de-bonded.

Manufacturer narrative:
On march 3, 2010, a doctor reported that a crown placed with maxcem elite cement de-bonded in a patient. The patient is doing fine and the crown was re-cemented using a different product. The actual device involved in the incident was not returned to kerr corporation for evaluation. A retain sample was tested for adhesive strength and results were found to be within product specifications. Retain sample was evaluated.